Event description:
Pt was revised due to locking ring came out of constrained liner.

Manufacturer narrative:
During investigation it was discovered that this product is a component of device reported under mfg. Report # 1818910-2006-00586. Please see that report for further results.